Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture. The rv lead was explanted and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 4076 implantable pacing lead (B)(6) 2010. (B)(4).